Event description:
Information received from the field notes that the device exhibited inappropriate measured data of the battery voltage. The patient is pacemaker dependent with an intrinsic rhythm of 30 bpm.